Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, fluid loss - visible fluid from cylinder half way up.

Manufacturer narrative:
This follow-up MDR is created to document the corrected lot number and the evaluation of the returned device. A titan touch pump, two cylinders and reservoir were returned for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have smooth, non-striated surfaces. Abrasion is noted on all tubes of the pump. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. A separation of this type would allow the loss of fluid, making the device inoperable. However, the information received does not indicate how long this device was implanted before the reported leakage was observed, so quality is unable to determine the cause of the reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.